Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was brought to the emergency department with chest pain. The impella cp was placed for cardiogenic shock and percutaneous coronary intervention was completed. In the intensive care unit, the patient suffered multiple ventricular fibrillation arrest episodes and the staff was unable to achieve return of spontaneous circulation. Therefore, the patient expired.

Manufacturer narrative:
The device was discarded and the investigation was completed. Investigation summary: ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.